Manufacturer narrative:
H11: corrective data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
Multiple requests for additional information have been performed; however, no response at this time. The reported event cannot be confirmed with the available information. The root cause of this event remains indeterminable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no manufacturing issues that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, an appropriate investigation will be performed.

Event description:
It was reported that a patient with a 21mm 3000tfx aortic valve underwent a valve-in-valve after an implant duration of 12 years, one (1) month due to unknown reason. The tavr was successfully performed with a 23mm 9750tfx.